Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump volume sounded muffled. Customer's blood glucose level was not adversely impacted. Customer used mdi for insulin therapy.